Manufacturer narrative:
4 photos were received and analyzed by our quality team with the customer's complaint of safety mechanism failure. The photos verified the complaint as the safety shield was completely separated from the syringe barrel assembly. The root cause of this issue is operator error at time of safety mechanism to syringe assembly due to improper setting of safety mechanism to syringe. Corrective action is not possible due to the assembly line being shut down during plant closure. Multiple attempts were made to acquire the device production history but due to plant closure the records could not be obtained. If there were quality alerts or abnormalities for this lot# these would be evident and reported. In this case quality defects in this lot are unlikely.

Event description:
Photos.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 0.3ml 29ga 1/2in bls 400 sg safety mechanism was difficult to activate. The following information was provided by the initial reporter: material: 305935, batch#: 4163120. Rcc received a complaint via community. While preparing to give insulin it was noted that syringe was defective. The safety mechanism would get stuck in the cap or as you would go to remove the cap to draw up it would come flying off the needle. I checked the lot number and realized it was lot#: 4163120n1 and we checked a few from the lot and realized there was a few that were defective and some were fine.